Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving add gel messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed a hipot test. The cable connecting the distribution node (dn) and rear therapy electrode was pulled from the dn, and the pulse wire was broken from the front therapy electrode. The damaged cable and pulse wire caused the reported add gel messages and the hipot test failure. The root cause for the damaged cable and pulse wire could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable and pulse wire. The patient received a replacement electrode belt.